Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported two dexcom g7 continuous glucose monitor (cgm) sensor failures in the same day and had no replacement sensors available. The gent advised obtaining a new dexcom g7 and educated on using blood glucose (bg) run mode with manual entries until a replacement could be secured. User reported elevated blood glucose (bg) of 372 mg/dl after eating four eggs and english muffins without announcing the meal during sensor warm-up. The user's highest blood glucose (bg) recorded was 372 mg/dl. Bg could be corrected by manually entering readings until a new sensor is obtained. The ilet alerted for high bg. No outside assistance, medical intervention, or symptoms were reported, and user stated they were feeling fine.